Event description:
It was reported that prior to an unknown procedure, the iris valve seal was found broken when the package was opened. Two devices had the same issue. Changed to the third one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the iris seal of the hap02 device was torn. Two tears were found on the seal; both tears have their initiation site adjacent to the inner upper seal ring and propagated to the lower ring. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.